Manufacturer narrative:
(B)(4). Additional information: batch # = m93638. The pouch device was received partially deployed and one support arm broken. In addition, a portion of the bag was inside the tube. The cycle could not be completed to fully deploy the bag due to the bag being inside the tube. The device was disassembled in order to evaluate the condition of the support arms, and the remaining piece of the broken support arm was still attached to the push-pull rod; the other support arm was in good condition and attached. In addition, the bag was found torn. However, it could not be determined what may have caused the condition found. No conclusion could be reached as to how this damage occurred. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken during use of the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not open. Another device was used to complete the case. There were no adverse consequences to the patient.